Event description:
During a lap colon procedure, lateral port did not close the fascial defect. Several days later patient had bowel obstruction. Surgeon went in and fixed the hernia. No mesh was used. Sutured. No return device.